Manufacturer narrative:
On 21-oct-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. After vizigo was inserted into the patient¿s body to confirm whether blood was present, when negative pressure was applied with a syringe, air was drawn into the sheath. Device evaluation details: visual analysis revealed that the hemostatic valve was damaged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve damage occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record review was performed for the finished device 00002014 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. After vizigo was inserted into the patient¿s body to confirm whether blood was present, when negative pressure was applied with a syringe, air was drawn into the sheath. The timing when complaints occurred during vizgo insertion. The issue was resolved by changing the sheath to another one. The procedure was successfully completed. The hemostatic valve was intact. No visible damage was observed, but air was mixed. Hemostatic valve leak is MDR-reportable.